Event description:
Loose ends and I think they can stay inside me..I¿m worried for my health- vagina [foreign body in reproductive tract] . Threads shredding off the tampon core [device breakage] . Case narrative: consumer reported via phone that there were threads shedding off the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress